Event description:
Scorpion multifire arthrex product # (B)(4), lot # 10516557 while using this product the tip broke off in the patient. X-ray was used to find the tip and remove it from the patient. No injury noted. FDA safety report ID # (B)(4).